Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 5076-52 serial# (B)(6) implanted: (B)(6) 2016 product ID 6947m62 serial# (B)(6) implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received an inappropriate shock for an episode detected as ventricular fibrillation (vf) which was suspected to be atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. It was further reported that the right ventricular (rv) lead exhibited oversensing. The right atrial (ra) lead exhibited undersensing triggering false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times and resulted in inappropriate atrial pacing. The cardiac resynchronization therapy defibrillator (crt-d), ra and rv leads remain in use. No further patient complications have been reported as a result of this event.